Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned. Batch # unk.

Event description:
It was reported that during a colorectal procedure, the surgeon said there was "leak" after firing the device. The surgeon used suture to control the leak. There was no bleeding reported and no patient consequence reported. One device was discarded.